Manufacturer narrative:
Clarification to replacement device information was provided with no proof of explanation and date, justifying the device status is implanted . (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, rupture and seroma-late.

Event description:
Healthcare professional reported right side "hardening," "pain," "increase in volume," "irregularity in submammary folds and probable rupture of the prosthesis" and via ultrasound "liquid collection," "herniation of the implant capsule," "axillary nodes" and "nodules." Device remains implanted.